Manufacturer narrative:
(Device evaluated by MFR) pending evaluation.

Event description:
As reported by the exactech truliant knee clinical study, approximately 6 months post op the initial tka, this 70 y/o female patient was revised due to infection. Surgeon did poly exchange (B)(6) 2019 with 6 weeks IV antibiotics for septic tka. On bactrim ds. Had abscess I&d by another surgeon 3 weeks ago. She had drainage so she went to ed (B)(6) 2019. Aspiration staph aureus. Wound still draining. The case report form indicates this event is definitely not related to devices and procedure. This event report was received through clinical data collection activities. Outcome is continuing.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying conditions and a poly swap in a known infected site.